Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Consumer's medical history includes nickel allergy. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. Placement procedure was painful and insertion complications were reported. She had an allergic reaction (there was no anesthetic in connection). Complaints started 12 months after essure insertion. She experienced increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pain in abdomen and in lower back, arthralgia, cramps, muscle pain, tiredness, mood swings, vaginal secretion, tinnitus, fluid retention. Problems with movements and daily tasks, work-related problems and relation and/or family problems were reported. Doctor was contacted; blood tests and an ultrasound scan were performed but nothing was found. At time of this report, removal of essure was being planned. Company causality comment:this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, the event started 12 months after essure insertion. Considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 22-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a d female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. In this case, the event started 12 months after essure insertion. Considering event's nature per se, causality between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.